Event description:
It was reported that locking mechanism on the power wheelchair is non-functioning. The chair had to be reset several times before it could be restarted. Once restarted any slight bump would cause the chair to power down.